Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported pull out, anchor stuck in the sheath. At an iat they wanted to place an angio-seal, only there was an issue with the device; the wire was broken or not present at all. The device was checked, and the anchor was confirmed stuck in the sheath: customer thought there was no anchor or wire in the device. Either when inquiring or when collecting, there was all a transparent point (the anchor) visible. The procedure performed for the patient prior to use of closure device was a retrograde puncture of the afc by a cerebral iat procedure using an 8fr sheath. A pre-deployment angiogram was not performed, they stick with ultrasound. Everything felt normal until pulling back. No resistance was felt and the whole device came out. There was no patient harm to the patient; the patient's condition was stable. Hemostasis was achieved with manual compression. There were no other devices or equipment used with the reported product. The patient was a standard noncomplex/ non obese.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9, to update section h3, and to provide the completed investigation results. It was confirmed that the actual sample would not be returned. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the failure mode of "pullout" as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.